Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door not fully latched message which was reproduced. The evaluation found the problem was caused by a missing upper latch switch. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.